Event description:
A pt reported that they were getting inaccurate low readings on their meter. Pt did not have any symptoms. Pt visited their dr due to low readings on the meter, but pt was not treated at the dr's office. There was no medical intervention. Pt also compared the meter readings to neighbor's meter (invalid comparison). While troubleshooting, it was discovered that the test strips had a pink confirmation dot. The strips were not stored improperly and they were not expired. The alleged low readings could have resulted due to this strip malfunction. No further info has been reported.